Event description:
It was reported that within a few weeks of implant, there was high threshold and sustained failure to capture. The investigator attributed relatedness to the lv (left ventricular) lead. The lv (left ventricular) lead polarity was reprogrammed and the lead was left in use. A few months later, the patient experienced diaphragmatic stimulation, which was positional in nature. The lv output was adjusted and polarity was reprogrammed, the event resolved without sequelae, and the lead remains in use. The lead was noted to be part of the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0158 competitor lead, implanted: (B)(6) 2003; 447052 competitor lead, implanted: (B)(6) 2003. (B)(4).